Event description:
The pt reported blood glucose results of "158 mg/dl" with the lifescan meter and "100 mg/dl" on a lab device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, control solution and test strips were replaced.